Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jun2020.

Event description:
It was reported that the ventilator went inoperable and had an error code indicating 'maximum system resets exceeded'. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the error code in the ventilator diagnostic logs. The se performed extended self test (est) and short self test (sst) with reusable patient tubing. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.